Event description:
A user facility reported to olympus during preparation for use, while plugging in the camera for a procedure, no image would come on the screen on the 4k autoclavable camera head. There was a 2 minute delay and patient was under general anesthesia. Device was inspected prior the procedure and it was completed using the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device returned to olympus for evaluation. However, the evaluation has not began yet. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was inspected and olympus confirmed the reported event of an image was not displayed due to faulty charge-coupled device (ccd).a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the faulty ccd was unable to be identified. Olympus will continue to monitor field performance for this device.